Manufacturer narrative:
No conclusion can be drawn at this time as the investigation into this issue is ongoing. Once additional information is available, a follow-up medical device report will be submitted. (B)(4)

Event description:
The customer reported that a donor sample that originally tested positive (on (B)(6)-2009) with the roche cobas taqscreen mpx test, us ivd and was (B)(6) antibody positive, tested negative for (B)(6) with the cobas ampliscreen (B)(6) test, us-ivd (note: the cobas ampliscreen (B)(6) test, us-ivd was being used for resolution testing.). The customer indicated that the donor blood units were not released based on the roche cobas taqscreen mpx test, us ivd results.